Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels of over 600 mg/dl - "high"; specific value not provided. Cause of elevated bg was unknown. Reportedly, on their health care provider's recommendation, the customer administered a manual injection of insulin on 8/28. The customer subsequently experienced a blood glucose of "low" and emergency medical technicians were called who transported the customer to the emergency room and subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and carbohydrates; additionally customer received a glucose drip while in the hospital. Reportedly the customer was also diagnosed with a urinary tract infection while admitted. Tandem technical support performed a pump system check and found that the customer was using pump supplies off label and educated the customer regarding insulin use. Reportedly, the customer was released on 8/31. No additional information was available.